Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. The pd nurse stated that on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, a pd culture was obtained (in the hospital). However, the nurse did not have the pd culture results were not available. The nurse indicated that the patient initiated on antibiotic therapy for peritonitis utilizing vancomycin (dose not provided) intra-peritoneal (ip). Subsequently, on (B)(6) 2025, the patient was discharged from the hospital and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: a2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. The pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, a pd culture was obtained (in the hospital). However, the nurse did not have the pd culture results were not available. The nurse indicated that the patient initiated on antibiotic therapy for peritonitis utilizing vancomycin (dose not provided) intra-peritoneal (ip). Subsequently, on (B)(6) 2025, the patient was discharged from the hospital and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient touch contamination during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the fresenius cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the fresenius cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to patient touch contamination during the pd exchange, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. The pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, a pd culture was obtained (in the hospital). However, the nurse did not have the pd culture results were not available. The nurse indicated that the patient initiated on antibiotic therapy for peritonitis utilizing vancomycin (dose not provided) intra-peritoneal (ip). Subsequently, on (B)(6) 2025, the patient was discharged from the hospital and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient touch contamination during the pd exchange.